Event description:
It was reported that after the implant procedure the physician performed a second dft test. The second shock did not work, so external defibrillation was delivered. After the defib, the device reported in backup vvi mode. The physician reopened the pocket and replace the device.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Upon receipt, the device was found in backup vvi mode. Analysis found that the cause of the reset was due to power on reset (por). It is believed that the cause of the reset may have occurred due to external defibrillation that was reportedly used during implant. The device functionality was tested. No anomalies were found.